Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the monolithic controlled release device was damaged/torn and the helix is bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was deformed and insulation damage was noted during the implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was deformed and insulation damage was noted during the implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.